Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load a cartridge. The customer's blood glucose level was 251mg/dl. The customer did not have back up therapy available and declined a follow-up by tandem technical support to determine whether back up therapy was obtained.